Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description within wpm05 bpm connect blood pressure cuff consistently reports systolic readings that are approximately 20 point high and diastolic readings that are 10 points high - 10 to 15% high when compared with a reading taken in a doctor's office and directly comparing a traditional blood pressure test with the withing cuff.an online search reveals that there are numerous complaints about this device.notably these complaints all complain of the 10 - 15% high readings indicating a product calibration problem.a chat conversation on (B)(6) 2023 between 1 and 2 pm est resulted in no resolution with withing's using tactics of try this and try that.the bp cuff is a simple concept and should yield accurate readings when used in accordance with the user instruction.